Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in backup vvi. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of "pacemaker found in back-up mode" could not be confirmed. As received, the device was at end of service and not able to be interrogated and the device image could not be saved due to low battery voltage when it was received. Analysis indicated that the device exhibited normal device characteristics and the current drain was normal. The implant's duration exceeded the device¿s projected longevity and was considered normal battery depletion. There were no other anomalies discovered.